Manufacturer narrative:
No product will be returned. Photo provided by the customer shows that the tubing kink resistance was split/burst and fluid was leaking. The root cause of this failure was not identified.

Event description:
It was reported that the tubing split.